Manufacturer narrative:
(B)(4). This device is not available for evaluation. A batch review will be performed since the lot number of the device is available. Should the device or any additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed on a v-link catheter extension set. According to the report, when the extension set was attached to an unknown catheter, blood leaked out from the "brown end" of the set. The event occurred shortly after IV insertion. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event associated with this report. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.